Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that it was a poly exchange of a sigma ps rotating platform. Surgeon discovered unusual instability prior to incision. Post incision, discovered the insert was turned 180 degrees. Surgeon commented he didn't know how it could have spun around. Doi : (B)(6) 2011, dor: (B)(6) 2018, unknown affected side.